Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no previous repairs in the last 12 months. The event history review found no relevant history. The reported issue was confirmed through visual inspection which identified a delaminated downstream occlusion (dso) seal. The reported issue was resolved by replacing the dso seal. The dso/upstream occlusion (uso) sensor were calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal, the serial number label was missing part of qr code. Device requires further evaluation and repair from ICU. Int # (B)(4).